Event description:
Upon reassessment of the reported event it was determined that this product did not contributed to the reported event, and initial report was submitted in error. Hence the initial report needs to be voided.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that this product did not contributed to the reported event, and initial report was submitted in error. Hence the initial report needs to be voided.

Manufacturer narrative:
(B)(4). UDI # n/a. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02228, 0001822565-2019-02230. Not returned to manufacturer.

Event description:
It was reported patient underwent a revision procedure due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available at this time.